Event description:
It was reported that 1 day post-implant dislodgement of the rv lead was observed via diagnostic imaging. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.